Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. The home patient was connected at the time of the event. During troubleshooting, the patient was unsure if the line was properly primed; however, it is unknown whether this caused or contributed to air in the line. The technical services representative (tsr) assisted in ending therapy and reviewed proper procedure. The tsr advised the patient to start over with new supplies. It is unknown how the patient would complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.